Event description:
Major pump unit(s) involved: blood pump; heart mate xve does not respond to a/c or d/c power, but does respond to pneumatic; specific component(s) involved: other component malfunction, specify. Other component: pump not responding to a/c or d/c power. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller; switch from vented electric to pneumatic-mode; other interventions, specify; replacement of external battery. Other intervention : emergent transplant listing; type: lvad.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: other component malfunction.

Event description:
Surgical procedure required: no. Did event cause patient's death: no. Major pump unit(s) involved: blood pump. Specific component(s) involved: other component malfunction. Other component: pump not responding to a/c or d/c power. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller. Switch from vented electric to pneumatic-mode. Other interventions, specify. Replacement of external battery other intervention : emergent transplant listing side.

Manufacturer narrative:
Resubmission of MDR with correct user facility code.